Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B)(6) 2007. The patient reported he was prescribed eye drops for at least three months due to high pressure or glaucoma in the eye. The icl remains implanted.

Manufacturer narrative:
Evaluation: method: medical review. Results: medical review - glaucoma most often occurs in adults (B)(6) with a family history of glaucoma. There is an increased risk in people who are highly myopic, have diabetes, and those taking corticosteroids. The surgeon stated that the type of glaucoma is open angle, and not caused by the device itself, but due to the patient being highly myopic. (B)(4).

Manufacturer narrative:
(B)(4) - glaucoma, intraocular pressure rise, device remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.